Manufacturer narrative:
(B)(4)

Event description:
It was reported that during routine follow-up, the device was found in backup vvi mode. The device was explanted and replaced. The patient's condition is fine.

Manufacturer narrative:
Analysis was normal. No anomaly was found.